Event description:
While doing central line audits on [redacted date] at 0400, noted the baxter tubing infusing tpn into central PICC line was leaking from the y-site (second site down from the bag). Notified bedside rn and app, new fluids ordered, and tubing changed per protocol. Leaking tubing saved in q s office and y-site labeled. Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue.